Event description:
A doctor reported that a patient was noted to be overcorrected in 3.00 diopters on a postoperative visit after lasik surgery. No surgical or medical intervention was required. The patient was reported to be fine since he accommodated the residual refraction.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The system history shows that the laser was verified successfully prior and after the date of treatment. Log file review for the day of treatment showed: no error messages or other abnormalities. The system passed successfully all initialization steps. During the day the user treated 15 eyes of 8 patients without any abnormalities or problems. The service test procedure report of the visit at the site shows no abnormalities which may be connected to the reported issue. The device history record (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No technical root cause was identified. The root cause cannot be determined conclusively.